Event description:
It was reported that a malfunction alarm occurred due to a software error. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and was advised to contact support if the issue reappeared.